Event description:
It was reported that the patient presented in clinic after their implantable cardioverter defibrillator (ICD) had inappropriately shocked the patient, causing them discomfort. The patient's ICD exhibited electromagnetic interference oversensing which caused the inappropriate shock. A chest x-ray was performed and revealed that the ICD had migrated. No intervention was performed. Patient was stable.

Event description:
Additional information received indicated that the device was explanted and replaced on an unknown date. Patient condition not known.